Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 had failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.